Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial procedure? The diagnosis and indication for the initial surgical procedure? Product code and lot number? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was implanted. Eight years post-operatively, the patient experienced 0.5 cm mesh extrusion into the vagina, diagnosed on examination. The patient is asymptomatic, did not want surgical intervention and device remains implanted. The patient was prescribed vagifem for six months. Additional information has been requested.